Manufacturer narrative:
(B)(4).per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 4 of 5. The technical service representative (tsr) cleared the error and informed the home patient (hp) of the error's meaning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance was contacted by the registered nurse (rn). The rn stated they were aware of the system error 2240 that occurred on the (B)(6) 2011. The rn stated they did not determine the cause of the alarm. The rn stated the home patient (hp) has had no injury or medical intervention from this incident and has been performing therapy fine. There were no further details.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.